Event description:
It was reported that shaver got hot to the touch. No patient or user injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed and the mdu failed for hand piece sensor error. All 3 buttons failed to function but motor could still be activated using the footswitch pedals. Cause of malfunction is a defective hall board, the motor and power cord passed functional testing. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.